Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient was admitted to the hospital last night because they were in a lot of pain. Caller added that the hospital wanted to do an MRI of the patient's leg because they have a lot of weakness on their right side and can't pick up their leg. Caller mentioned that they have sciatica, but the pain isn't usually like this, which is why the hospital is concerned and wanting to do an MRI. Caller added that they received their replacement recharger and got the implant charged all the way. Agent walked caller through accessing MRI mode. Caller noted that MRI mode showed that the eligibility couldn't be determined. Agent reviewed MRI guidelines with caller and redirected caller to healthcare provider to further address the issue. Caller also mentioned that the date and time on the controller were wrong; agent walked caller through setting date/time. Patient reported additional health information that they have issues with their brain/he ad and were told at some point that they could have an MRI of above their neck. Agent repeated MRI information and redirected to their healthcare provider. Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that patient was in the hospital atucla for pain in leg and arm which had to do partly with the implant. Caller stated they were trying to find out why patient was having problems with the machine not charging properly and it wasn't so when they went through with customer service they said the paddle was the problem so they got a new paddle and it doesn't hold a charge maybe for 3-4 days and that's it. Patient went to rehab and one day the remote was in her bed and the people came to wash bed and they took the remote and washed it. Caller said this happened right before thanksgiving. Caller states he was sent another paddle and this is not what he needs. Caller did not have the remote with them at the time of the call. An email was sent to the repair department to replace the device. Additional information received from the patient. It was reported the patient's hospitalization was partially related to the devices/therapy because the patient was having pain on the right side. The patient was hospitalized for 6 days and then was in rehab for 3 days after that. The doctors wanted to find out what was going on, however the patient could not get an MRI due to the type of leads they had. They were trying to figure out issues regarding the charging system and leads, so they could get an MRI. They were told the patient had two leads, but one was taken out and was never replaced with another. As of now, the pain issues were still ongoing. The patient was at home but doing physical therapy and nurses came to the home to tend to the patient.